Manufacturer narrative:
H.6. Investigation summary: customer returned three used 32gx4mm bd pen needles without tear drop labels attached. Consumer reported needle clog during priming. All three returned pen needles were examined, then tested for flow using a test pen injector: all three pen needles were able to expel properly. Since no evidence of manufacturing defect was observed, the alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
It was reported that needle clog occurred during use with a bd ultra-fine¿ pen needle. The following information was provided by the initial reporter. "Consumer reported needle clog during priming, does not re-use. "

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle clog occurred during use with a bd ultra-fine¿ pen needle. The following information was provided by the initial reporter, "consumer reported needle clog during priming, does not re-use."